Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and graphic user interface (gui) backlight harness. The software was updated and the ventilator passed self-testing.

Event description:
Report received of an 840 ventilator with an inoperative graphic user interface. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.